Event description:
This patient had tpn and lipids running via a power PICC solo catheter. The line abruptly stopped with downstream occlusion. There were no kinks in the tubing. We attempted to flush with 100cc, but the flush was not successful. The md was notified.